Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged door latch sear. Recall keypad completed. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Based on the findings, service determined that the reported issue was due to broken/damaged sear. Device history record: a review of the device history record showed the device had a manufacture date of 24mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/damaged. There was infusion pump channel and keypad recall replacements. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was broken/damaged. There was infusion pump channel and keypad recall replacements. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information:e2, e4, h3 the affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the affected device has been received and an evaluation is pending.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken/ damaged. There was infusion pump channel and keypad recall replacements. No additional information was provided. There was no patient involvement.